Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: 2019-12-09, product type: catheter, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal fentanyl 4000 mcg/ml at 1600 mcg/day before to 1118.9mcg/day after replacement, ketamine 10 mg/ml at 4mg/day before to 2.79mg/day after replacement, and dilaudid 25 mg/ml at 10mg/day before to 7mg/day after replacement via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the pump and catheter were replaced on (B)(6) 2019 and were discarded. The patient went to the healthcare provider¿s (hcp) office for a pump refill on (B)(6) 2019 and was experiencing an increase in pain symptoms. The hcp reportedly accessed the catheter access port (cap) at that time with ¿sluggish¿ return of cerebrospinal fluid (csf) per the hcp. The cause of the event was undetermined. The patient was scheduled for a pump and catheter replacement (pump replacement due to eri) on (B)(6) 2019. The dose was adjusted. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Additionally, it was noted the hcp did not want return of the explanted product and the pump eri was less than 4 months. The patient¿s weight was (B)(6) pounds and medical history was asked but unknown. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ no further complications were reported/anticipated or expected.